Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the pacing lead being attempted in the his bundle. The physician was attempting to remove the fixed helix lead with counterclockwise rotation but the lead would not come out. The lead ultimately released from the heart tissue and was removed with chordae tissue noted on the helix. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.